Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of over 600 mg/dl and the current blood glucose was 334 mg/dl. Customer reported the following symptoms related to their high blood glucose was difficulty breathing. Customer treated for high blood glucose with syringes. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Assisted with performing the high pressure and was failed. Repeated high pressure tear and again failed. Customer changed out site and she did and it was bent and she was still getting high blood glucose and was told to change out again and she did and had another bend and she changed out and still is having blood glucose. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the full functional test including the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Device passed the delivery accuracy test. Device received with cracked retainer, minor scratched display window and scratched case.